Event description:
It was reported the patient died approximately 2 years after device implant. Follow up revealed patient had been found down at home and "examined due to past drug history." Had last been seen in clinic in (B)(6) 2008 prior to device implant. Physician described patient as noncompliant. It was unknown if the death was related to device system. Cause of death is pending as coroner's report is still in progress. Follow up revealed the patient had av node ablation 2 days following device implant and was noted to be pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor distorted and blood/body fluid (not obstructed), distal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 2 years after device implant. Follow up revealed patient had been found down at home and "examined due to past drug history." Had last been seen in clinic in (B)(6) 2008 prior to device implant. Physician described patient as noncompliant. It was unknown if the death was related to device system. Cause of death is pending as coroner report is still in progress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor distorted and blood/body fluid (not obstructed), distal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, apparent explant damage. Proximal segment returned and analyzed.